Event description:
Follow up information received reported that the cause of the event was unknown.the patient had a simple battery change due to normal end-of-life of the implantable neurostimulator (ins) battery. Hospitalization was not required for the event and the patient outcome was reported as recovered without sequelae.

Event description:
Additional review indicated that the information reported in MFR. Report #3004209178-2013-07104 was about this event. See MFR. Report #3004209178-2013-07132 for information regarding the patient¿s replacement device.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37082-40 lot# serial# (B)(4), implanted: 2008 (B)(6). Product type extension product ID 3998 lot# v175498, implanted: 2008 (B)(6), product type lead product ID 3998 lot# v175498, implanted: 2008 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).